Event description:
It was reported, that the implantable cardioverter defibrillator (ICD) system. Inappropriately shocked the patient, due to oversensing and atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) recommended, to reprogram the device. This device remains in service. No adverse patient effects were reported.